Event description:
It was reported there was spotty telemetry; occasionally doesn't recognize devices. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head has no telemetry and the rf head is failing all uplink amplitude functional tests; rf head cable found out of electrical specification. Analysis also found the rf head lens is cracked and the rf head label is delaminated (rubber portion of label is missing). (B)(4).